Event description:
It was reported the subject flex video scope device gave a connection error. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: h-lines on the charged coupled device (ccd) caused by stress; cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.